Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 780 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and hgh pressure tests. The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.